Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pc board has a short circuit. Associated malfunctions for this device: pe valve not shifting, control panel broken.